Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was found during device evaluation that the gastrointestinal videoscope had a foreign body in the air/water cylinder (tube) as well as foreign material found on the light guide cover lens. There was no report of patient involvement.